Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
The following was reported: "the scope was connected to the tower, and he was not able to examine the patient using the scope. There was no image showing on the screen; the screen was black. There is no physical damage on the scope. The scope was connected on a different tower and there was no image showing on the screen again." No negative impact in state of health reported.